Event description:
International affiliate reports that pledget was "fuzzy like a cotton ball." This was observed during an unspecified surgical procedure. There are no reported adverse consequence to the patient related to this event.